Event description:
A consumer reported experiencing blurry near and distance vision following bilateral intraocular lens (iol) implant surgeries. The surgeon does not feel the patient's symptoms are related to the iol and feels it is too soon to be determining visual outcome with this brand of iol. The surgeon prescribed glasses, and continues to follow-up with the patient. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/11/2009, 08/13/2009, and 08/27/2009 by phone, fax, and mail. Medical records were received on 08/11/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 09/09/2009.